Event description:
On (B)(6) 2021, the patient underwent reintervention and an ovation limb was implanted and the endoleak was resolved. The patient tolerated the procedure.

Manufacturer narrative:
H6: added component code 515.

Manufacturer narrative:
Images were provided to gore and an evaluation showed the following: images dated (B)(6), 2021 show the internal component was extended into the hypogastric artery. Total length from ibe fd to distal implantation zone ~95mm. Length from ibe gate to distal common iliac ~4cm and ibe 3cm + 2.5cm +4cm=9.5cm. This implies that the device is seated within the external iliac ~5mm and does not contain the ¿30mm which of least 10mm must be non-aneurysmal seal zone of 6.5-13.5mm in diameter, or = 25mm in diameter if extending¿. There is contrast communicating with the aneurism sac demonstrating a type 1b endoleak. According to the instructions for use for the ibc, external iliac artery lengths of at least 30 mm of which at least 10 mm must be non-aneurysmal seal zone of 6.5 - 13.5 mm in diameter, or = 25 mm in diameter if extending with iliac extender endoprosthesis (see gore® excluder® aaa endoprosthesis instructions for use).

Manufacturer narrative:
According to the gore excluder® iliac branch endoprostheses instructions for use, states, adverse events that may occur and/or require intervention include, but are not limited to: endoleaks.

Event description:
On (B)(6) 2020, this patient underwent treatment for a common iliac artery aneurysm (ciaa) and was implanted with gore® excluder® aaa endoprosthesis featuring c3® delivery system and gore® excluder® iliac branch endoprostheses. The patient tolerated the procedure. On (B)(6) the patient underwent follow-up imaging and a distal type I endoleak originating from the left external iliac common iliac branch component was identified. The patient is scheduled for reintervention on (B)(6) 2021. It is unknown whether the reintervention has taken place.